Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that a vessel dissection occurred. The target lesion was a 100% stenosed, chronic total occlusion (cto) of the left anterior descending artery (lad). A marvel guidewire was engaged and a vessel dissection occurred. The patient was referred to surgery. There were no further patient complications and the patient status is fine.